Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 445 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The initial prime test failed. However, after changing the infusion set, the prime test passed. The high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.